Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to undersensed atrial activity, with some events that appeared to fall within the blanking period. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.